Manufacturer narrative:
(B)(4)

Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter: while inflating the balloon, the balloon ruptured. A piece of the balloon was retrieved from the pt's cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury reported.